Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the power supply was defective and no longer functioning due to normal wear. Burn marks were found on device. The device was repaired and returned to customer on (B)(6) 2013. The complaint is indeterminate.

Event description:
Customer reported device no longer worked. This is report 1 of 1 for #(B)(4).